Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severe aortic neck angulation. The bifurcated stent graft was implanted from the left due to the patient¿s proximal neck angulation. The bifurcated unit deployed with no issues. The contralateral gate was cannulated with no problem. A retrograde angiogram was created of the right internal iliac. The distance was 12cm with angulation. The physician decided to use an endurant 16x13x156 limb. While deploying the iliac limb the physician pushed up on the graft to keep from covering the internal iliac artery. The contralateral iliac was completely deployed, when pulling the device back going gray to blue. When the nose cone of the iliac delivery system came through the common iliac the limb released covering the internal iliac. The iliac limb was bunched up in the iliac and the nose cone caught on the graft material and pulled the iliac limb down. The final angiogram showed the iliac limb covering the internal iliac on the right side. It also showed a proximal type I endoleak. An endurant aortic cuff was implanted and re ballooned with the reliant and the type I endoleak resolved. The cause of the proximal type I endoleak is unknown. The proximal portion of the graft did not appear to be in the same location on the renal during the final angiogram as it did during initial implanting of the bifurcated stent graft. It moved distally slightly from the original location from deployment. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inaccurate delivery, endoleak. Anatomy related: severely angulated neck. Conclusion: anatomy related: severely angulated neck.